Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during a meniscal repair procedure on (B)(6) 2021, it was observed that the tip on the truespan 12 degree peek device broke in the patient´s body. All the fragments were retrieved. Another like device was used to complete the procedure without a reported delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : according to the information provided, it was reported that during a meniscal repair the tip of the truespan meniscal repair system peek 12 degree was broken in the patient´s body, all the fragments were retrieved. The device belonging to complaint (B)(4) was requested at the decontamination site located at (B)(6), tx on (B)(6) 2021 under tracking number (B)(4). However, cg - labs, confirm that the (B)(4), an introfix tribial sheath/screw is what was received, there was no truespan received under the tracking number provided. The sales representative was contacted in order to verify and provide us with the tracking number of the truespan; his response was that he shipped the truespan in february, but doesn't have the record of tracking number. After that, cg labs, searched the complaint in their system and didn't show (B)(4) ever being received. At this point it¿s not possible to perform an actual evaluation on the truespan, this complaint cannot be confirmed. If the device is located in the future, this complaint will be reopened to perform the proper investigation. A manufacturing record evaluation was performed for the finished device lot number: 5l95918, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.